Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was getting significantly worse in responding to presses and multiple presses were necessary for display to activate. The customer also reported the wake button required so much force that they are unable to do it on their own. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.